Manufacturer narrative:
Event date: the specific date of the event was not reported. This event is 1 of 2 for the same patient on differing dates. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis nurse reported that a patient had an adaptor disconnect from a baxter extraneal dialysis solution bag during treatment resulting in a fluid leak and breach in the sterile pathway. The nurse reported the connection was loose allowing the line to disconnect. The patient later developed peritonitis. The date of the event was not specified. No samples were retained. Information is limited but there was no indication the patient required hospitalization for the event. Additional information has been solicited.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The lot numbers could not be determined. Note that product is not released unless the labeling, material, and process controls were within specification. A temporal relationship between the leak at the connection between the fresenius safe lock apd luer lock connector and baxter extrarenal solution during pd therapy and the patient¿s peritonitis event likely exists. A breach in the dialysate pathway risks microorganism entry into the pt¿s peritoneum and thereby may very well lead to the development of peritonitis. Therefore, a possible causal association cannot be ruled out. A sample of the safe lock apd luer lock connector used at the time of the event is not available for manufacturer product analysis. Based on the available information in the file, it is unknown what may have caused the inadequate connection to the baxter extrarenal solution to occur. .